Manufacturer narrative:
(B)(4). Reviewed as part of CAPA (B)(4) - "cerb did not review all no MDR query results." This complaint will be filed on as a result of the retrospective review. No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male who is (B)(6). His age and height are unknown. The consumer is quadriplegic from the disease of polio, medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the tilt and recline feature on his tdxsp has stopped working. He could not see any damaged cables or heat damage. The alleged malfunction was in the black box at the back of the cahiat, it has been repaired and is now working.

Event description:
Customer alleges issues with the tilt and recline feature. No injury alleged.